Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2012: [facility ni]. (B)(6), md. History and physical. Complains of bulge in lower abdomen at site of prior tubal ligation. Has become painful; had episode of increased pain and nausea recently. She is able to reduce bulge. Surgical history: laparoscopic cholecystectomy (B)(6) 1995, bilateral tubal ligation (B)(6) 1979, umbilical hernia repair (B)(6)1995. Social history: used to smoke for 20 years. Abdomen soft, nontender, nondistended. Ventral hernia at suprapubic incision, easily reducible. Defect is 3 cm across. Impression: incisional hernia; symptomatic, needs to be repaired. Excellent candidate for laparoscopic repair. Risks/benefits discussed. (B)(6) 2012: (B)(6) medical center. [Signature illegible]. Preoperative anesthesia record. Asa: 2. Medications: prilosec. Medical history: morbid obesity. Quit smoking 20 years ago. Reflux. Implant procedure: laparoscopic incisional herniorrhaphy with mesh prosthesis. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/10045660, 10 cm x 15 cm] implant date: date (B)(6), 2012 (hospitalization [ni] [not indicated]) (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Assistant: flood. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Complications: none. Findings: approximately 3 cm hernia defect. Specimens: none. Complications: none. Disposition: to recovery room in stable condition. Indications for procedure: the patient is a 58-year-old female who had a previous surgery with an infraumbilical incision. She has been found to have a hernia. It is enlarging and becoming symptomatic and therefore repair was indicated. Operative details: ¿after informed consent was obtained, the patient was taken to the operating room, laid in supine position, placed under general endotracheal anesthesia. A foley catheter was placed in the usual sterile fashion. The abdomen was prepped and draped in the usual sterile fashion. A 5 mm optical trocar was inserted in the left upper quadrant under laparoscopic vision. After insertion, the abdomen was insufflated with carbon dioxide to 15 mmhg. A second 5 mm port was placed in the left lower quadrant. The abdomen was evaluated and there was noted to be a hernia defect in the lower abdomen that contained fat. Contents were reduced. The defect was measured approximately 3 cm in diameter. A piece of gore-tex dualmesh was then obtained. It was 10 cm x 15 cm. Transfascial sutures were placed equidistant apart around the edge of the mesh, 4 of these were placed. The mesh was then rolled and inserted into the abdomen. It was then unfurled. The transfascial sutures were placed through individual stab incisions. The mesh was noted to overlap the hernia defect by at least 4 cm on all sides. Transfascial sutures were then tied. The mesh was then secured around its periphery using laparoscopic tacks. Tacks were placed approximately 1 cm apart around the entire periphery. Fascia was then reevaluated and noted to be hemostatic. The mesh was appropriately positioned, the carbon dioxide was then evacuated from the abdomen. The ports were removed. The wounds were then cleaned. The skin was closed using 4-0 vicryl in a subcuticular fashion. Dermabond was then applied. The patient was then awakened and taken to recovery room in stable condition. All sponge and instrument counts were correct at the end of the procedure.¿ (B)(6) 2012: (B)(6) medical center. Implant record. Mesh dual plus 10 x 15. Type: implant. Quantity: 1. Expiration: 11/2014. Lot number: 10045660. Model number: 1dlmcp03. Site: incisional hernia lower abdomen. Manufacturer: gore. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10045660) was implanted during the procedure. Relevant medical information: (B)(6) 2013: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: postmenopausal bleeding. Postoperative diagnosis: large pelvic mass in the rectovaginal septum. Procedure: examination under anesthesia. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: vaginal and rectal mass. Postoperative diagnosis: vaginal and rectal mass. Name of procedure: flexible proctoscopy and cold biopsy. Complications: none. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: possible rectal mass. Findings: postoperative changes noted from prior ventral midline lower abdominal wall hernia repair with mesh replacement. Impression: large 10 cm nonspecific complex midline lower pelvic mass with resulting mass effect upon adjacent rectosigmoid colon resulting in pseudo-obstruction. Possibly representing a rectal/colonic neoplasm, it appears to be either uterine and/or cervical in origin. Enlarged fibroid uterus. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Discharge summary. Admitted through emergency room, initially to intensive care unit. Presented with significant postmenopausal bleeding. Treated with fluids and packed cell replacement. Bleeding stopped with hormonal therapy; premarin and oral contraceptives. Taken for examination under anesthesia; revealed large posterior pelvic mass. Most likely, based on examination findings and later CT, this is a uterine lesion producing some type of compressive and maybe metastatic findings in the colon. Spoke with dr. Linda smiley, gynecologic oncologist; agreed to see in consult. Will be transported by ambulance to baptist east in memphis. Discharge diagnosis: postmenopausal bleeding. Pelvic mass. Procedure: examination under anesthesia and proctoscopy. (B)(6) 2013: (B)(6). (B)(6), do. Office notes. Has had 5 weekly doses of cisplatin. Has about 1 week of external beam radiotherapy remaining. Has some rectal pain and dyspnea on exertion, some diarrhea and dysgeusia. Weight: 236 [lbs.] Abdomen obese, no hepatosplenomegaly, tenderness, ascites or masses. Impression: stage iiia squamous cell carcinoma of cervix, gastroesophageal reflux disease, nausea, diarrhea. Plan: proceed with week 6 of cisplatin, start brachytherapy next week. (B)(6) 2013: (B)(6)medical center. (B)(6), md. Radiology ¿ abdominal x-ray (kub). Indication: nausea/vomiting for one week. Findings: appears to be previous ventral hernia repair. Impression: unremarkable kub. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Discharge summary. Discharge diagnoses: severe hypomagnesemia, hypokalemia, hypocalcemia, muscle cramping, diarrhea likely secondary to recent pelvic radiation, cervical cancer status post chemotherapy and radiation; diagnosed may 2013. Admitted because of severe electrolyte abnormalities, muscle cramping and palpitations. Follow up dr. (B)(6), dr. (B)(6). Regular diet, activity as tolerated. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen with intravenous contrast. Indication: intermittent nausea, vomiting and diarrhea with bloating. Findings: partially imaged anterior abdominal wall hernia repair mesh. Impression: no CT finding to explain pain. (B)(6) 2018: (B)(6)medical center. (B)(6), md. Radiology ¿ CT pelvis with contrast. Indication: left-sided abdominal and pelvic pain. Cervical cancer 2013. Impression: asymmetric soft tissue changes along the anterior left side of the rectum; cannot exclude possibility of malignant involvement. Enlarged uterus. (B)(6) 2018: [facility ni]. (B)(6), md. Office notes. Has lower abdominal/pelvic pain, frequent diarrhea. Abdomen soft, mildly tender, nondistended. No hernia in either groin or umbilicus. Impression: abdominal pain in pelvis associated with diarrhea and urgency. History of vaginal squamous cell carcinoma with rectal involvement. CT shows rectal thickening; likely fibrosis from previous radiation treatment, suspect radiation proctitis. Plan: colonoscopy. (B)(6) 2018: [facility ni]. [Signature ni]. Anesthesia record. Weight: 285.1 lbs., bmi 40.9. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Procedure report. Procedure: colonoscopy with cold biopsies. Preoperative diagnosis: colon screening deficit. Change in bowel habits. Pelvic pain. Postoperative diagnosis: radiation proctitis. Complications: no. Plan: repeat colonoscopy in 10 years. May be candidate for hyperbaric oxygen therapy for apparent radiation proctitis. (B)(6) 2020: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis without intravenous contrast. Indication: lower abdominal pain; intermittent pain for 4 years. Findings: anterior abdominal wall mesh. Associated mass or fluid collection deep to the mesh. Impression: mass, fluid collection associated with the anterior abdominal wall mesh. Prominent uterus. (B)(6) 2020: (B)(6) center. (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Impression: probable myomatous uterus, nonspecific bowel gas pattern, no inflammatory changes in the mesentery or ascites. (B)(6) 2020: (B)(6)medical center. (B)(6). Radiology ¿ pelvic ultrasound. Indication: abnormal findings on CT. Findings: collection of free fluid in mid pelvis; may correspond to postoperative changes secondary to placement of a mesh to repair a ventral wall hernia in the lower abdomen and pelvis. (B)(6) 2020: (B)(6)medical center. (B)(6), md. Procedure report. Consent: patient 65-year-old female presents with a firm, tender masses at the umbilicus. An infraumbilical, the umbilical site has improved somewhat with antibiotics. Biopsy is indicated to evaluate etiology. Procedure: ultrasound-guided core biopsy of abdominal wall mass. Preoperative diagnosis: abdominal wall mass. Postoperative diagnosis: abdominal wall mass. Anesthesia type: 1% lidocaine. Procedure summary: ¿after informed consent was obtained, the patient was taken to the ultrasound suite in [sic] her abdomen was interrogated with ultrasound. At the umbilicus. There was firm, indurated areas superficially. There appeared to be some fluid surrounding the mesh located deeper. The infraumbilical mass was identified. This did not appear to be an abscess or fluid collection. It appeared to track superiorly up to the periumbilical process. It was decided that biopsy of the infraumbilical mass was appropriate. The skin was prepped and infiltrated with 1% lidocaine. A 3 mm stab incision was made. The 14-gauge core biopsy needle was inserted and advanced into the lesion under old [sic] guidance. 3 cores were obtained. These were placed in formalin. A sterile dressing was applied. The patient tolerated the procedure well.¿ findings: as above. Specimen(s): abdominal wall mass. Core biopsies. Complications: no. Postoperative condition: stable. Postoperative plan: discharged with outpatient follow up. (B)(6) 2020: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: 20-hc-000765. Diagnosis: soft tissue, inferior umbilicus, biopsy: xanthogranulomatous inflammation with fat necrosis and fibrosis. Gms and pas-d stains are negative for fungal elements. No malignancy identified. See comment. Comments: additional sampling or excisional biopsy may be indicated if there is clinical suspicion for a more concerning lesion. Gross description: received in formalin labeled ¿rolanda rice¿ unlabeled as to specimen source are 0.5 ml of tan-white granular soft rubbery tissue fragments. The specimen is entirely submitted, m/1. Microscopic description: numerous foamy macrophages are seen forming large aggregates with intermixed acute inflammation and plasma cells, cytokeratin cocktail stain for ckae1-ae3 is performed to rule out underlying malignancy and is negative. Cells are negative for mucin. Procedure: biopsy soft tissue inferior to umbilicus. Clinical history: soft tissue mass inferior to umbilicus. Specimen list: soft tissue inferior to umbilicus. (B)(6) 2020: [facility ni]. (B)(6), md. History and physical. Follow up biopsy. Has developed persistent purulent drainage from her infraumbilical incision. Denies fever. Abdomen soft, mildly tender inferior to umbilicus. Some purulence expressed. No erythema currently. Impression/plan: infection and inflammatory reaction due to other internal prosthetic device implant and graft. Infected abdominal wall mesh. Has abdominal mass and drainage from abdomen. Biopsy was benign, consistent with a chronic foreign body reaction mesh infection. She is completely stable with good bowel function and no real systemic signs of infection. Will need exploration with debridement and likely removal of mesh. She may have a fistula to small bowel. (B)(6) 2020: (B)(6) medical center. [Signature ni]. Anesthesia record. Diagnosis: infected abdominal mesh around umbilicus. Procedure: incision and drainage abdominal wall, mesh removal, drain placement. Asa: iii. Weight: 261.9 lbs., bmi 37.6. Explant procedure: debridement and irrigation of abdominal wall abscess with excision of fistula tract and mesh explantation. Explant date: (B)(6), 2020 (same day surgery) (B)(6) 2020: (B)(6) medical center. (B)(6) md. Operative report. Consent: the patient is a 65-year-old female with a history of previous incisional hernia repair with mesh. She presents with chronic infection at the umbilicus and then an inferior site. This has a sinus tract that is draining. She requires debridement, exploration and likely removal of mesh. Preoperative diagnosis: abdominal wall abscess. Postoperative diagnosis: abdominal wall abscess. Infected hernia mesh. Anesthesia type: gen. Endotracheal anesthesia. Procedure summary: ¿after informed consent was obtained, the patient was taken to the operating room, laid in the supine position and placed under general endotracheal anesthesia. Her abdomen was prepped and draped usual sterile fashion. The skin was infiltrated with half percent marcaine. An incision was made around the umbilicus and including the draining fistula tract and previous umbilical scar. This was carried up to 7 days [sic] tissues using electrocautery. There was fibrotic and inflamed area that was comfortably dissected down to the fascia at the base of this area. There was a fascial opening. This was opened and the mesh was identified. There was purulence contained within this cavity as was cultured. The mesh was then completely removed. The fascia was opened inferiorly a few centimeters. The tract was explored. It extended inferiorly down to the indurated firm site in the suprapubic area. A second incision was made over this site and carried down through the subcutaneous tissue. She [sic] is using cautery. A second fistula tract was identified. This extended down to the fascia and was continuous with the superior draining site. All inflamed tissue was debrided at both sites. The wounds were irrigated copiously. A 15 french blake drain was then placed in the subfascial area extending from the infraumbilical incision and exiting the suprapubic site. The infraumbilical fascial incision was then closed using interrupted #1 pds sutures. The fascia was tightened around the drape, inferiorly, both wounds were irrigated again and the skin was closed using staples. The drain was secured using a 2-0 nylon drain stitch. The wounds were cleaned and sterile dressings were applied. The patient was awakened and taken to the recovery room in stable issue. All sponge, needle and instrument counts were correct at the procedure.¿ findings: as above. Specimen(s): abdominal abscess culture. Abdominal fistula tract with explanted mesh. Complications: no. Estimated blood loss: 20 ml. Postoperative condition: stable. Postoperative plan: discharge with outpatient follow-up. Relevant medical information: (B)(6) 2020 [assigned]: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: 20-hc-000931. Diagnosis: skin and soft tissue, abdominal wall, debridement: subcutaneous tissue with granulation tissue with acute, chronic and xanthogranulomatous inflammation with associated multinucleated giant cells. Gross description: received in formalin labeled ¿rice, rolanda, infected mesh and fistula tract¿ are 3 portions of pink-yellow and ivory fibrofatty rubbery tissue, one of which has a portion of tan skin along one surface. This larger specimen is a 5 x 5.2 x up to 2.5 cm portion which has a 3.6 x 1 cm excision of tan skin incorporated. A central indention is seen on the skin surface and the cut surfaces demonstrate a friable tract extending into the subcutis, surrounded by flaccid, yellow and gray-pink connective tissue. This tract terminates into a 1.7 x 1.2 cm cystic-appearing structure contained by fat and fibromuscular tissue. This fistula has incorporated blue synthetic sutures. Attached by a thin filamentous tissue is a 14 x up to 6.5 x 0.2 cm plate of synthetic material compatible with mesh having numerous spiral metallic clips incorporated. Sectioning through the 2 smaller portions of connective tissue reveal a similar cavity, thick-walled with fibrous tissue extending into the adjacent specimen. Representative sections are submitted in blocks 1a and 1b; 1a, skin and fistula tract, 2/1; 1b, additional connective tissue, 2/1. Microscopic description: microscopic examination is performed. Procedure: incision and drainage abdominal wall; removal of infected mesh. Clinical history: infected abdominal wall mesh. Specimen list: infected mesh and fistula tract. (B)(6) 2020: (B)(6) medical center. (B)(6). Discharge summary. Admitting diagnosis: infected mesh. Discharge condition: routine, home. Admitted for surgery and discharged home postoperatively. Discharge medications: bactrim (ds) 10 days, percocet as needed for pain. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, drainage of abscess surrounding the gore mesh, removal of fistula tracts. Additional event specific information was not provided.